Event description:
Reporter alleged obtaining a discrepant blood glucose result of 449 mg/dl back to back with a result of 157 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indiated that within 10 minutes of those results, another result of 458 mg/dl was obtained on the same system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.